Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the main screen of insulin pump was clear, screen looks like being faulty and they can not read the buttons to push do rewind. The customer¿s blood glucose was 150 mg/dl. Customer reported that the insulin pump started being faulty when they started doing the reservoir and tubing process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify missing segments/partial display anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.